Manufacturer narrative:
Correction: b5, h6 (fdd a0509 removed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic procedure for a left thymectomy, possible sternotomy ,when the device was opened, the device was not in articulation as it should. The stapler had difficulty opening after firing, and the retraction mechanism was extremely difficult to retract. Additionally, the reload would not detach from the stapler and was eventually forced off, resultingin the breakage of the end of the shaft of the egia handle. A new handle was used to continue the procedure. There were no consequences or impact to the patient.

Manufacturer narrative:
D10. Concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p4g1062). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic procedure for a left thymectomy, possible sternotomy ,when the device was opened, there was no articulation on the reload. The stapler had difficulty opening after firing, and the retraction mechanism was extremely difficult to retract. Additionally, the reload would not detach from the stapler and was eventually forced off, resulting in the breakage of the end of the shaft of the egia handle. A new handle was used to continue the procedure. There were no consequences or impact to the patient.

Manufacturer narrative:
Correction: h6 (fdm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.